Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clips were fired and they came out crossed. The nurse has kept device and clips to show cross fired. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.